Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had general unexpected restart alarm. No further information provided.

Manufacturer narrative:
The pump was received with a general alarm after a battery change due to a faulty component on the interface board. The pump passed the currents test, self test, rewind, basic occlusion, prime, displacement, occlusion and no delivery alarm tests. The pump had a cracked case at the display window corner and minor scratches on the display window.